Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the device breakage could be confirmed, since the returned device matched the reported failure. Based on the investigation, the root cause was attributed to a user related issue. The breakage was caused by incorrect cleaning and maintenance of the device. The visual inspection revealed that corrosion products were present in the device, suggesting the breakage was caused by fatigue breakage due to corrosion attack. In addition to that, the IFU recommends careful handling of the instruments in order to avoid surface damage. The combination of corrosion and mishandling of instruments may lead to breakage of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of reduction clamp was broken. According to sales rep, there was no problem in surgery.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of reduction clamp was broken. According to sales rep, there was no problem in surgery.